Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was trying to take a bolus and received a no delivery alarm at school. Customer does not have insulin pens or injections at school. Caller stated that she instructed her son to take out the battery and put it back in. Customer received a low battery alert. After the customer disconnected, customer received another no delivery alarm during fill tubing. Customer's blood glucose is 591 mg/dl. Customer was at school and without insulin for a while before she was able to give him a shot. Caller stated that they have a back-up plan. Caller stated that the alarm occurred during manual prime and is recurring. Customer cleared the alarm. Troubleshooting was performed and the insulin did exit. Caller was advised to insert the reservoir into the pump and run manual prime. Caller stated that the pump did not alarm no delivery. Caller was advised that the pump was working as designed.